Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D6a: 2004. D10- medical product: unknown ascent articular surface. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: tibial component 4 degrees varus alignment along with loosening and apparent subsidence. Marked narrowing of the medial artificial joint compartment suggesting medial polyethylene bearing wear or tear with displacement. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: partial revision op note: increasing pain with failed poly with lysis around tibial component, suggestive of loosening. Extensive metal debris and synovitis, no evidence of infection. Tibial component mildly loose, femur well fixed but there was a large subchondral cyst in the posterior lateral condyle. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately twenty-one years post implantation due to increasing pain. During the procedure a failed poly, osteolysis around the tibial component with mild loosening, metal debris, synovitis, a large femoral subchondral cyst, and significant bony overgrowth laterally on the patella was found. Attempts to obtain additional information have been made; however, no more information is available.